Event description:
It was reported, the patient was admitted to the hospital due to illness. The patient then went into cardiac arrest secondary to ischemic cardiomyopathy and congestive heart failure. One day after the cardiac arrest, it was reported that the right ventricular (rv) lead was displaying intermittent capture. The medtronic representative interrogated the device and stated there was no loss of capture. The device was functioning appropriately. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was included in that field action. Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: d284trk crt-d implanted 2009 (B)(6); 6940-52 lead implanted 1999 (B)(6). (B)(4).